Event description:
The micro sagittal saw was sent in for eval because, it was emitting a black substance and it overheated during a procedure. No adverse event was reported, the procedure was completed with another device.

Manufacturer narrative:
During quality investigation, the customer's complaint was duplicated. Further investigation revealed a damaged press plug, bearing, low motor cartridge and other component parts. The damaged parts were replaced and the device was repaired and returned to the customer.